Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).

Manufacturer narrative:
H11: corrected data: corrected sections h6 (method & results codes).

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm perimount valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and six (6) months due to degeneration leading to mitral stenosis and grade one (1) mitral insufficiency. A 26mm sapien 3 valve was implanted within the existing surgical valve using the transeptal approach. The patient was noted as to be in good condition after the procedure. As reported, this patient also has a 23mm magna ease valve, implanted in the aortic position, with no insufficiency and a maximum gradient of 20 mmhg. The aortic valve remained implanted.